Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been received and an investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during prep of an ivc filter deployment, the sheath was noted to be split in two segments. Another filter system was prepped and used successfully to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. One photo was provided and reviewed. The dilator was received inserted into the introducer sheath and the introducer sheath was noted to be in two different segments. Through the evaluation process the introducer sheath separated into an additional segment. The material was noted to be brittle. Therefore, the investigation is confirmed for catheter detachment. Per the evaluation results, the material was noted to be brittle around the point of detachment. Therefore, the brittle material could have contributed to the detachment. Based on the returned sample condition and manufacturing investigation the definitive root cause for the issue is unknown at this time. It is unknown when the device could have been exposed to uv light creating the brittle material. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Potential complications: detachment of components. Directions for use - implantation. Inspect the packaging to ensure that it has not been opened or damaged. Flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. Flush the delivery device with saline through the touhy-borst adapter. Attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. Loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during prep of an ivc filter deployment, the sheath was noted to be split in two segments. Another filter system was prepped and used successfully to complete the procedure. There was no reported impact or consequence to the patient.